Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was angulated and approximately 1 cm long with a diameter of approximately 23 mm. The implant was successful with no issues noted on the final angiogram. It was reported that a follow-up cta revealed a proximal type I endoleak, with 4-5 mm of uncovered aortic neck due to inaccurate delivery of the stent graft. Approximately 10 days post-implant, the physician extended proximally with a 28mm cuff, covering the remaining neck up to the left renal artery. No endoleak was seen on the final angiogram. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: stent graft misplacement; endoleak. Short and angulated proximal neck.